Event description:
It was reported that an error occurred during cataract surgery while inserting the lens. Additional information indicated that the patient experienced blurred and poor vision after the lens was implanted. Consequently, the lens was removed and replaced with new lens on the same day. There were no reports of any patient injury, and the patient's condition was described as "not bad." The product was available for return. No other information was provided.

Manufacturer narrative:
Section e1: initial reporter name: unknown, information not provided. Section e1: initial reporter email address: unknown, information not provided. Section e1: initial reporter: telephone number: unknown, information not provided. Section e2: initial reporter: health professional: unknown, information not provided. Section e2: initial reporter: occupation: unknown, information not provided. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.